Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery the patient underwent phacoemulsification of cataract and iol (intraocular lens) implantation in the right eye under local anesthesia. After opening the packaging of the iol and preparing for its implantation, it was discovered that one of the haptics of the iol was broken, rendering it unimplantable. So, the surgery was completed on the same day by using another model lens with same power. The patient recovered well after the surgery and had no discomfort.